Manufacturer narrative:
Please note: due to iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship to the (B)(4) facility. The controller and six batteries are currently in (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient recognized that the controller changed from one power port to the other one before batteries were down to 25 percent (%) when it was greater than (>) 25%), also different batteries tried. It was stated that there was no effect on patient. The controller and several batteries were exchanged and it was stated that the patient tolerated the exchange well and was doing fine the whole time. No additional information available.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) mfg. Date: 06/16/2016, (B)(4). (B)(4) mfg. Date: 06/12/2016, (B)(4). (B)(4) mfg. Date: 06/04/2016 (B)(4). (B)(4) mfg. Date: 05/24/2016, (B)(4). (B)(4) mfg. Date: 04/14/2016, (B)(4). (B)(4) mfg. Date: 12/12/2015, (B)(4). It was reported that the patient was experiencing power switching events. The controller and six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed several premature power switching events that were due to momentary disconnections and communication errors involving (B)(4). Failure analysis of the controller revealed that the device passed visual examination but failed functional testing; the "no power" alarm failed to sound when both power sources were disconnected. Evaluation of the internal nickel-metal hydride (nimh) battery revealed that it was corroded. As a result, the most likely root cause of the reported event can be attributed to a faulty internal nimh battery. Heartware has opened an investigation under to evaluate no power audible alarm failures. This observation is not related to the reported event. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation has been open to evaluate the momentary disconnection and implement corrective actions as required. One of the returned batteries ((B)(4)) was no involved in power switching events and performed as expected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.